Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No unexpected failed battery test alarm, off no power alarm or blank display noted. No moisture damage was found on the electronics noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump lost power without warning. Customer reported that the device turned back on after he pressed the act button, but then lost power again. Blood glucose level at the time of the incident was between 85 and 144 mg/dl. Review of the device's alarm history showed that a failed battery test had occurred. The customer reported that the insulin pump was cracked near the battery compartment. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.